Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿no image- the screen is black with the power turned on the green power light is on, and the screen is black¿ was confirmed. The following findings were also noted during device evaluation: housing has discoloration on rear vents, cosmetic wear, display and electronic boards are faulty, and image quality-dim light emitting diode (led). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the high-definition lcd monitor had no image- the screen is black with the power turned on the green power light is on, and the screen is black during preparation for use for an unknown diagnostic procedure. There was no report of patient harm or user injury associated with this event.